Manufacturer narrative:
(B)(4). Deweese, r., slavens, j., barua, a., & sutton, j. (2016). Vancomycin-induced eosinophilic peritonitis. American journal of health-system pharmacy, 73(9), e243-e246. Doi:10.2146/ajhp150376. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The event was manifested by abdominal pain and loss of appetite four days prior to hospitalization. On an unknown date, the patient was hospitalized. On the day the patient was admitted to the hospital, the patient started treatment with intravenous (IV) meropenem (1g every 24 hours infused over four hours) for suspicion of bacterial peritonitis. Pd therapy continued through continuous ambulatory peritoneal dialysis therapy. The following day, the patient was administered a onetime loading dose of IV vancomycin (1g) for peritonitis. Later in the evening of that same day, the patient was started on intraperitoneal vancomycin (one 500mg loading dose and then 50 mg per bag [25 mg/l] every six hours) for bacterial peritonitis. On day three of hospitalization the patient remained anorexic, and her abdominal pain and tenderness were not improved. Antibiotic therapy continued. Thirteen days after admission, the patient was diagnosed with vancomycin-induced eosinophilic peritonitis and the vancomycin was discontinued that same day. Within 24 hours of cessation of intraperitoneal vancomycin the patient had a complete resolution of her abdominal discomfort and tolerating oral intake. The patient was discharged home the following day. At the time of this report, the patient had recovered from their abdominal discomfort and was reported to be doing well. No additional information is available.